Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain, patient could no longer go walking on a regular basis; sac of fluid; scar tissue removed; cup had 20% ingrowth; fibrous tissue removed. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges: patient was injured by excessive levels of chromium and cobalt in the blood.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.